Manufacturer narrative:
Patient¿s weight is unknown. Additional device product codes: gff, gfa, hsz. (B)(4) lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the procedure on (B)(6) 2017 to treat the right ankle fracture, a surgeon was fixing the medial side of the distal tibial by using 1/3 tubular plate. While drilling for a screw hole, the drill bit broke into two pieces and 1/4 of the 2.5 mm drill bit fell in the patient¿s soft tissue and not in the bone. Surgeon tried to retrieve the broken fragment, but he was unable to retrieve it. Surgeon decided to leave the broken piece of the drill bit in the patient and close up the wound. Surgeon is not concern about it and mentioned patients bone is hard. While trying to search for the drill bit, another drill bit was offered to complete the procedure. Patient¿s outcome is reported as good. Surgery was delayed by two (2) minutes. Concomitant parts reported: plate (quantity 1). This report is for one (1) 2.5 mm drill bit/qc/gold/180 mm. This is report 1 of 1 for complaint (B)(4).